Event description:
Pt called worried about a "low blood sugar" of 60 mg% without symptoms. Comparison of meter with lab report showed lab value of 105 mg/dl and meter showed 88 mg/dl. Pt instructed to return meter.